Event description:
It was reported that the system locked up during the procedure. The pt passed away in ICU after waiting for treatment.

Manufacturer narrative:
(B)(4). The cx50 ultrasound system was evaluated by a philips field service engineer. The system logs were also reviewed. Eval of the system and logs confirmed normal system operation. The issue is still under investigation.